Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier was analyzed and found customer reported that the clip would not close. Failure analysis identified stuck instrument grip tips as the primary cause of the complaint. The grips remained open due to slight resistance observed during visual and manual inspection, though they could open and close with manual input. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not clip. No fragment fell into the patient. The customer completed the procedure, and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the clip application failure occurred when inside the patient. There was no problem with the movement. The instrument would not hold clip; it would fall out. The incident occurred during 1st application. The issue was resolved by using back-up instrument. Patient information was provided.

Event description:
Refer to h11 for follow-up information.